Manufacturer narrative:
The product specialist offered in-service training on the proper use and operation of the device however, the user facility declined this offer. No additional issues have been reported.

Manufacturer narrative:
Steris endoscopy learned that contrary to the instructions for use, the user did not use tape to secure the distal attachment cap to the scope. The device subject of the event was not returned for evaluation. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. The reveal® distal attachment cap instruction for use states: "prior to clinical use, inspect and familiarize yourself with the device. If damage (e.g. Tears, misshapen) is noted, do not use this product and contact your local product specialist. Verify that the outer diameter of the endoscope is compatible with the inner diameter of the reveal® distal attachment cap. Dry the tip of the endoscope by wiping with a 4x4 gauze, or dry wash cloth. It is important that the reveal® distal attachment cap and tip of the endoscope are dry to ensure that the device stays attached to the endoscope. Secure the reveal® distal attachment cap to the endoscope using medical grade tape ensuring not to cover the side hole". The product specialist offered in-service training on the proper use and operation of the device however, the customer has not yet responded. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the reveal distal attachment cap detached from their olympus gif-h190 scope. The patient was examined however, the cap was not detected. In postoperative care, the patient expelled the cap. The patient is reported to be doing fine.